Event description:
An arterial pressure exceeded alarm occurred at the start of a routine hemodialysis treatment due to clotting of the patient's catheter. Treatment was discontinued without performing rinseback due to visible air in the lines, resulting in an estimated blood loss of 190cc. Hgb decreased from 12.0 g/dl pre event to 10.0 g/dl post event. Standard epogen dosing was increased from 10,000 units to 15,000 every week. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarm to clotting of the patient's catheter. The cycler alarmed appropriately. The patient received a new catheter. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No additional information will be provided.